Event description:
A malfunction on the pump was reported by the caller, with no notable prior events leading to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if any malfunction code recurs, and acknowledged the instructions provided.